Event description:
A peritoneal dialysis nurse reported her pt developed peritonitis. On 11/05/2013 the pt's catheter disconnected during treatment. The pt put the catheter back together and his breach in sterility caused the pt to develop peritonitis. The pt's infection was treated with unspecified antibiotics. No further info was provided.

Manufacturer narrative:
Medical records have been reviewed by the post market clinical department and physician and found the following: (B)(6) female pt with esrd, developed peritonitis due to user error and breach aseptic technique. A manufacturing review was performed of the products shipped to the dialysis center during a three (3) month time frame for lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Related MDR: 2937457-2013-00569.